Event description:
It was reported that during patient's lead revision the lead had wires exposed through the silicon. The lead was then explanted with no patient complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.